Event description:
It was reported that the patient was found to have infection at all device sites. To address the issue, surgical intervention to explant all devices occurred on (B)(6) 2024.

Manufacturer narrative:
Correction: d10 should have been blank on the initial report. Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.